Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported injector luer lock n35 had a needle exposure issue. The following information was provided by the initial reporter: "...he stated that when he was connecting it to the c35 bd product the connection was difficult. After managing to hear the click and thinking it was connected, he saw the needle and was concerned so disconnected post administration to take pictures for us. The user would not normally disconnect this."

Manufacturer narrative:
H6: investigation summary photo received for investigation, upon observation claimed injector was luer connected to a syringe, the grips from the safety sleeve are removed from their place; most probably caused by a misuse of the device by the user during the connection/disconnection of the phaseal device against the matting component. Additionally, cannula from the phaseal injector was exposed. A device history review was performed for lot 2007011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Moreover, five retained samples of the same lot were used for additional evaluation, no damage or other defects was observed on any of the product. Functional testing was performed, sample was attached to a syringe+ a protector connected to a vial. After aspirating the colorant from the vial to the syringe, no issues were found on the injector. This procedure was repeated 3 times on each retained sample and no issues were observed during all connections performed on all of them. No broken safety sleeve nor needle exposed from the injector was observed. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. The breakage of the safety sleeve occurs when the injector is not properly disengaged. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported injector luer lock n35 had a needle exposure issue. The following information was provided by the initial reporter: "...he stated that when he was connecting it to the c35 bd product the connection was difficult. After managing to hear the click and thinking it was connected, he saw the needle and was concerned so disconnected post administration to take pictures for us. The user would not normally disconnect this."